Manufacturer narrative:
An event regarding infection involving an unknown insert was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review by clinical consultant noted: in this case no correlation between any specific device property and infection can be established. Patient had mainly bad luck to belong to the small percent category of infectious arthroplasty complications after a fall on the knee which because of the involved patient trauma is a typical patient-related event and root cause or failure. Procedure-related aspects are still involved because arthroplasty joints have higher susceptibility to infections than native healthy joints due to absence of the normal immune defense mechanisms in artificial joints. As such, this pi case is caused by an adverse mix of principal patient-related and procedure-related factors. There are no device-related factors evident in this case and this pi is not device-related. -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusions: a review by a clinical consultant concluded: a patient trauma by a fall on the knee with skin damage allowing bacteria to enter the arthroplasty compartment caused a deep joint infection requiring single-stage procedure exchange of components. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that surgeon revise patient's right scorpio knee due to pain and infection.

Manufacturer narrative:
The following other devices were also listed in this report: femur; cat# unknown; lot# unknown. Patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revise patient's right scorpio knee due to pain and infection.